Manufacturer narrative:
The device was returned to a third-party service center foe evaluation. The internal part of the device was inspected visually. Evaluation result stated found no evidence of visible foam degradation. The device passed final test. In this report box d and box h has been updated/corrected.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation auto CPAP w/hum device's sound abatement foam. The reporter alleged of having renal tumor, pulmonary nodule (left lung). No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.